Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient and while in transport, the screen for the cardiosave intra-aortic balloon pump (iabp) froze and pumping stopped. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(event site email), e2, e3, g3, g4, g7, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient and while in transport, the screen for the cardiosave intra-aortic balloon pump (iabp) froze and pumping stopped. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient and while in transport, the screen for the cardiosave intra-aortic balloon pump (iabp) froze and pumping stopped. There was no patient harm and no adverse event was reported.